Event description:
Advancer for rotoblator did not work appropriately - could not "platform" outside the patient. An error message came across that read "stall". It sounded like there was a leak in the advancer, so a new advancer was changed and it worked.====================== health professional's impression======================that it was bad, because another one worked.